Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. No pt details were obtained from the facility. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and a crack was noted on distal tip of device. The crack began at the distal edge of the tip and continued until the start of the distal cone of the balloon. The edges of the crack were jagged. The investigation is confirmed for crack and inconclusive for guidewire issues as the original conditions of use could not be recreated. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that as the catheter was being back loaded onto the guide wire, the wire came out of the side of the balloon tip, not out of the wire lumen as anticipated there was no pt injury.